Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp was told that the patient¿s device was currently not functioning right now and that it was a ¿known issue¿. The patient got botox instead and the device remained implanted in case they needed it again. Follow up information received from the healthcare professional (hcp) on (B)(6) 2019 clarified that the issue was that the battery was low and it stopped sensing in the vagina as previous. The hcp felt the patient did not work based on the age of the unit. They indicated that the issue stated approximately 2017-2018 (prior to (B)(6) 2018 but after (B)(6) 2017). The cause of the issue was not determined. The hcp did not that the patient did see a chiropractor but they felt that this activity did not do anything. As actions taken, the hcp indicated that the oxybutynin and shutting off the device in (B)(6) 2018 then getting botox on (B)(6) 2018. The issue was reported as not resolved. There were no further complications reported or anticipated.